Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned non-emergency treatment was performed when the issue happened. The procedure was completed by using another system. A philips filed service engineer inspected the system onsite and confirmed the reported issue. After reviewing the log, fse found a small focus defect. Upon troubleshooting, fse concluded that the issue was caused by a tube defect. To resolve the issue, the fse replaced the tube. After x-ray tube replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.